Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station kept rebooting and did not allow an inventory count. Customer tried hard reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) remoted in and checked the error log. No critical errors or unexpected reboots were found, but the fse noted that windows updates were downloading and installing. The fse determined that the issue was related to windows updates, which caused the system to reboot. The fse then tested the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer assessed the device.